Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day after implant the pulse generator exhibited backup vvi operation. After a device software download, normal function resumed. No patient symptoms were reported. The patient would continue to be monitored.